Event description:
It was reported that patient found a damaged cassette with duodopa leaking into the carry accessory and onto the pump. The patient's wife suspected damage near the cassette hooks as the source of the leak. After cleaning and reconnecting the same cassette, the pump alarmed with "remote chord removed." A new cassette was tried, but the same alarm persisted. There was no reported patient involvement, and no adverse patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.